Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting an unspecified alarm. No additional information was provided. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the black box indicated multiple call service 064 alarms had occurred with high force at the time of the alarms. No unusual or unspecified alarms were seen in the history. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The complaint of an unknown alarm could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.